Event description:
Hosp staff were treating a pt and attempted to cardiovert the pt. The staff allegedly could not deliver the shock. An unsuccessful defibrillation countershock was then attempted. The pt was then reported to have converted to a non-shockable viable rhythm on their own and drug therapy was used to continue treatment. The pt reportedly expired several hours later. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt at the time of event.